Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The device experienced a critical random access memory (ram) parity error power on reset (por) (B)(6) 2011 in location "0c a1". The device should be able to recover from the event and continue normal function.

Event description:
It was reported that the patient's device triggered a power on reset (por). The device was reprogrammed and remains in use. It was noted that the patient had been wearing a neodymium magnet name badge just prior to the por. It was also noted that trend data analysis indicated that the device battery has some impedance instability. No patient complications have been reported as a result of this event.